Event description:
It was reported via repair work order that the headend lift was elevated and would not lower due to a damaged cpu board. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.